Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional broke during a knee arthroplasty procedure.

Manufacturer narrative:
Photos of the device received were taken upon return. Visual evaluation of the photos of returned device shows the device fractured in two pieces; all pieces were returned. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.